Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The ptfe pad of the device was slightly worn but the ptfe pad was not peeled and severely worn. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, there was a possibility that the probe was cracked since the surgeon outputted the device contacting with something hard and the probe was broken when the probe received a load. The instruction manual of the subject device already states. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a colectomy. It was reported on (B)(6), 2015 that three thunderbeat devices were used in the procedure. And the ptfe pad of first device was peeled. The second thunderbeat device was failed but it is not MDR reportable phenomenon. The procedure was completed with the third thunderbeat device. There was no patient harm reported. And a sale company of olympus got additional information on september 7, 2015. The sales company reported that the ptfe pad was severely worn and the probe was broken. And also it was reported that the fragment of the probe was retrieved from the patient body.